Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin has leaked onto the adhesive of the infusion set. No adverse event reported. Infusion set has been discarded; no product will be returned.